Event description:
Intl' affiliate reports the surgeon was performing a tlif procedure, spreaders was first used followed by concorde bullet trials. The surgeon then selected a leopard lordotic cage and proceeded to insert cage into the vertebral body. While impacting the cage into position, the posterior medial portion of the device broke. Reports two small pieces of the cage had chipped off. The surgeon spent 20 minutes removing the fracture bits. However, the remaining leopard cage was left in place. As a compromised device has been implanted, a medwatch report is being submitted to document this event.

Manufacturer narrative:
No definitive conclusions can be made. The device is not available for eval and its lot code is unk. It is likely that the application of atypical force upon the cage during insertion/impaction resulted in device breakage. As indicated in the accompanying IFU, excessive torque, when applied to longhandle insertion tools, can cause splitting or fracture of the device. Additionally, impaction forces applied directly to a small surface of the implant could cause fracture of the implant. Split or fractured implants should be removed and replaced. Also, the customer's use of concorde bullet system trials to prepare the disc space for the leopard system implant may have contributed to the event. Concorde bullet trials have a different configuration and dimensions compared to the leopard trials and cage implants. Leopard system trials are to be used to size and prepare disc space for the leopard cage implant. At this time, the complaint is considered to be closed.